Manufacturer narrative:
D2b pro code (product code): lit, dqy.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified vessel in the upper arm. An 8.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, the middle part of the balloon ruptured upon second inflation at 24 atmospheres for 10 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.